Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 107.0 and 109.5 cm from the proximal end. The pusher assembly was fractured approximately 108.5 cm from the proximal end. The embolization coil was undamaged and detached from the pusher assembly. Dried blood was within the distal end of the introducer sheath. The introducer sheath was undamaged. Conclusions: evaluation of the returned pod6 confirmed kinks on the pusher assembly. If the device is forcefully advanced against resistance, the pusher assembly may kink. Further evaluation revealed the pusher assembly was fractured and the embolization coil was detached. Further manipulation of a kinked device may result in a fracture. If the pusher assembly fractures, the embolization coil will likely detach. The reported complaint indicated that the pod6 was removed from the lantern with no mention of a fracture or detached embolization coil. Therefore, the damages are likely incidental and occurred after the reported incident. The pod6 could not be functionally tested and the lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a pod6. During the procedure, while inserting the pod6 into the hub of the lantern delivery microcatheter (lantern), the physician experienced resistance. The physician then attempted to continue advancing the pod6; however, the pod6 would not advance any further through the lantern and subsequently, the pusher assembly of the pod6 kinked. Therefore, the pod6 was removed. The procedure was completed using the same lantern and a ruby coil. There was no report of an adverse effect to the patient.